Manufacturer narrative:
Block h6: patient code e0402 is being used to capture the reportable event of allergic reaction.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on (B)(6) 2026, under lumbar anesthesia. One hour after the procedure, the patient experienced an allergic reaction characterized by throat discomfort, described as an itchy or scratchy sensation, and generalized urticaria affecting the entire body. The patient was treated with polaramine, resulting in resolution of the symptoms. However, the urticaria recurred the following day, and antihistamine therapy was subsequently prescribed. The patient is currently receiving fexofenadine, which is planned to continue for 80 days. At the time of reporting, the patient's symptoms remain stable while on treatment. According to the physician's assessment, the reaction was considered consistent with an iodine allergy. However, a potential association with the spaceoar vue device could not be excluded. As a precautionary measure, the physician plans to continue fexofenadine therapy until approximately six months post-procedure, when the spaceoar vue hydrogel is expected to be fully absorbed.